Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709, serial (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter. Product ID: 8578, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid [12.5 mg/ml] at a dose of 3.95 mg/day and bupivacaine [20 mg/ml] at a dose of 6.3 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that the pump was replaced in the llq (lower left quadrant). Intra-operative cap (catheter access port) aspiration was negative for csf (cerebrospinal fluid) and the catheter appeared to have a possible kink just distal to the anchor. Also may have retracted with the tip just at l1 and the catheter was visually coiled between the anchor and the tip. The suture connector was cut off from the catheter and was replaced with a new sutureless connector, still with no return of csf. The new pump was filled with 39 ml of dilaudid [12.5 mg/ml] and bupivacaine [20 mg/ml] (unchanged from previous concentration) and simple continuous dosing unchanged from dilaudid 3.95 mg/day and bupivacaine 6.3 mg/day with no personal therapy manager (ptm). A back table prime of 0.300 ml was done of new pump tubing since a catheter priming bolus could not be done. The hcp planned to refer the patient to another hcp for catheter replacement. At the ti me of the report the issue was not resolved and the patient status was ¿alive ¿ no injury.¿ the patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. Additional information was received from the healthcare professional (hcp) via manufacturer representative on 2017-oct-06. It was reported that it was unknown when the patient first started experiencing the kinked catheter. It was reported that the patient believed they were receiving effective therapy despite still requiring oral medications. It was reported that it is possible the kink may have occurred at revision of the spinal segment in 2005 (refer to manufacturer report #3007566237-2017-04350 for details pertaining to that event), or perhaps since if the catheter had migrated down (but the hcp did not know where the tip was placed and that surgeon had since moved). It was reported that the cause of the kinked catheter was not determined. Additional information was received from the healthcare professional via manufacturer representative on 2017-oct-11. It was reported that the patient did not experience or have any knowledge of the retracted/coiled catheter. No further complications were reported. Additional information was received from the healthcare professional via manufacturer representative on 2017-nov-03. It was reported that it could not be determined when the retracted/coiled catheter occurred. It was reported that no cause could be determined. The information above was previously reported under manufacturer report #3004209178-2017-20698 but upon receiving the additional information below, it was determined that it also pertains to this report. Additional information was received from a manufacturer representative on 2017-nov-27. It was reported that a catheter replacement was performed. The existing catheter ¿found unable to aspirate csf.¿ the dosage was reduced from 3.9 mg/day of dilaudid to 1 mg/day. Additional information was received from a consumer on 2017-dec-04. It was reported that the patient was currently on their third pump (previous pumps were replaced due to normal battery depletion), and when the patient got the third pump placed, the ¿tube in the spine¿ that the patient had been using for the previous pumps ¿twisted real bad.¿ it was stated that because of this the patient ¿got really sick¿ and had to go into surgery to place another tube in the patient¿s back and the patient stayed in the hospital from a monday to a thursday. It was asked but unknown if this was considered a sudden or gradual change in therapy/symptoms. The patient had the surgery for the third pump on (B)(6) 2017 and this all happened a few days after that procedure. The patient was sent home from the hospital on thursday. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was reported that hcp called to review how to couple the patient programmer (ptm) with the pump. The hcp mentioned that patient did have a catheter revision done about 1 week ago because the catheter became loose from the pump. Current programming was dilaudid 12mg/ml at 1.501 mg/day and bupivacaine 20mg/ml at 2.401 mg/day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative (rep). It was reported that the intra-op catheter access port (cap) aspiration that was negative for cerebrospinal fluid flow was done on both old pump (s/n: (B)(4)) and new pump (s/n: (B)(4). The hcp was not willing to replace or revise the spinal or pump segments, only the pump connector. If replacing the pump connector down did not correct the issue, the patient referred to another hcp for the catheter revision. No return of csf was observed via cap access and directly from the catheter. The sutured pump connector was discarded by the account. No further complications were reported.